Event description:
Customer reported via phone call that insulin was leaking out of the bottom of the infusion set. Customer reports that the location of the leak is the tubing connector. The leakage occurred while priming the pump. Customer reports that the tubing did not detach from the set. Customer reports that they cannot see the needle in the set. Customer's blood glucose was 181 mg/dl. Product is expected to be returned.

Manufacturer narrative:
The information provided in section h.10 of the initial report was not complete. The additional information has been provided with this report. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.